Event description:
A report was received from the affiliate that when the technician opened the cypher box, it was noticed that the hub on cypher was cracked. The device not used on patient. The device was not handled in any way except for pulling it out of the packaging, but it was not removed from the packaging by the hub. The device stored in the cardiac catheterization lab on a shelf, in a temperature-controlled room. The packaging was also intact when received by the customer.

Manufacturer narrative:
Please note that this device is not distributed in the united states. However, it belongs to the same class of the us distributed cypher sirolimus drug-eluting stent. It is available for testing and evaluation, but the engineering report is not yet available. Additional information received will be submitted within 30 days upon receipt.